Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient sent a remote transmission, which showed noise reversion episodes on the right ventricular lead. Patient had a syncopal episode. It could not be verified if syncopal episode occurred during an episode of noise reversion. Patient is pacemaker dependent. Decision was made by physician to cap the rv lead and a new rv lead was implanted on (B)(6) 2018. Patient was stable prior to, during and post procedure.